Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The reported 10 devices were received for evaluation; event was confirmed during testing for these 10 devices. Evaluation found the lubrication within the device was broken-down for 5 devices, 3 devices were found to have corrosion and broken-down lube and 2 devices were found to have damaged internal components. This devices are not repairable and were not returned to the user facilities. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 10 </noe> malfunction event, in which the devices overheated. Regarding 8 devices, there was no patient involvement, and with 2 devices there was patient involvement; no patient impact.